Event description:
Customer alleges discrepant results with inratio meter compared to the laboratory for one patient. Summary of reported results: date (B)(6) 2013, inratio inr: 3.9, lab pathwest: >9, lab clinipath: >9. Both lab results were run using the same the blood sample which was taken within one hour of the inratio test. Patient's therapeutic range is 2-3. No further information was provided.

Manufacturer narrative:
Investigation conclusion: no product associated with the complaint is expected to be returned for evaluation. Therefore, investigation of the complaint due to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, fourteen (14) discrepant result complaints were reported for lot number k308571 yielding a complaint rate below the action thresholds monitored by quality assurance for corrective action. Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending.